Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This complaint was identified through the clinical evaluation report (cer) process. The cer process is conducting a retrospective literature review for the life of the product and in some cases identifying complaints in articles that cannot be reasonably investigated due to the age of the article. Additionally, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) for patients undergoing elective unilateral inguinal hernia repair, laparoscopic procedures. The reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: intraoperative complications total 298. Bleeding 173, organ injuries 184, vascular 74, bowel 27, bladder 35, nerve (inguinal) 2, others 71. General complications total 301. Fever 8, urinary tract infection 15, diarrhea 7, gastritis 4, thrombosis 4, pulmonary embolism 4, pleural effusion 2, pneumonia 6, copd 9, cardiac insufficiency 13, coronary heart disease 14, myocardial infarction 4, renal insufficiency 10, hypertensive crisis 7, others 227. Postoperative complications total 513. Bleeding 280, seroma 179, prolonged ileus or obstruction 11, bowel injury/anastomotic insufficiencies 9, wound healing disorder 34, infection 26. Complication-related reoperations 143. 1-year follow up - recurrence 406, palin on exertion 3200, pain at rest 1537, pain requiring treatment 1004, trocar hernia 61, secondary haemorrhage 440, seroma 524, infection 304